Event description:
It was reported that the pt suddenly experienced a crackling noise with her implant system. Afterwards everything was normal again. From time to time the pt still experiences the crackling noise. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.